Event description:
A non healthcare professional reported during intraocular lens (iol) implant procedure, the tech noticed that the lens was scratched. Procedure completed the same day and there was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).